Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device returned to MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. Vascular access was obtained via the right common femoral artery. The chronic total occlusion was located in the severely calcified and moderately tortuous anterior tibial artery. A 3.3fr non bsc sheath was used. After a non bsc guide wire crossed the lesion, a 2.5mm x 220mm x 150cm coyote balloon catheter was used for plain old balloon angioplasty. However, the balloon ruptured at 12 atmospheres on the first inflation. The procedure was completed using a mr 150cm 2mm x 220mm coyote balloon catheter. No patient complications were reported and the patient's status was good.